Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, patient was discharged to home in a stable condition with colace, vicodin and motrin. Symptomatic stress urinary incontinence and also with vaginal prolapse, possible high cystocele versus anterior vaginal vault prolapse. Plan: abdomino-sacral colpopexy with bilateral salpingo-oophorectomy versus sacrospinous ligament fixation of her vaginal vault and transobturator sling procedure. Underwent abdominal sacral colpopexy, bilateral salpingooophorectomy with lysis of adhesions, transobturator sling procedure, cystoscopy and excision of anterior compartment mesh portion and re-approximation of fresh edges of vaginal mucosa. Patient was discharged to home in a stable condition with colace, vicodin, levaquin and motrin. Yes. As per the available medical records the patient presented with the following complication such as graft erosion of genitourinary device and following which she underwent an additional mesh revision surgery.underwent revision of graft.